Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported there was no recharging difficulty caused by the device as it was working as designed. The patient developed dementia which was rapidly worsening, and it became impossible to have them keep the charging device on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted with a rechargeable implantable neurostimulator (ins) (B)(6) 2023 and the ins stayed at 100% until 2 days ago (B)(6) 2023) when it dropped to 75% charged. The consumer charged the implant from 75% to 100%; the wireless recharger made the tones that ins battery was topped off and the wireless recharger (wr) shut off by itself like it was supposed to, and then an hour and a half later they noticed the dbs therapy app showed ins back at 75%. They charged the ins to 100% and the next morning the ins was at 75%, which they felt like wasn't normal as the patient's settings were very low and they knew someone with higher settings whose battery didn't deplete like this. The circumstances that led to the reported issue were asked but unknown. During the call the wr was behaving normally with the dbs therapy and recharging app showing charge levels in 25% increments, but they still weren't satisfied with the depletion rate of the implant (even though this was dependent on settings and use). They also mentioned the way the app displays implant percentage was not user friendly and it was still disconcerting that implant had taken 5-6 days to drop down to 75% when recently it had only taken 1.5 hours or overnight. It was once again reviewed the implant could drop down from 100% to 90% (10% decrease) and show 75% but caller was not satisfied. Patient had not had any changes to settings since getting the implant. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information received from the consumer reported they had the rechargeable implant taken out and a primary cell implanted because they could no longer hold the recharger over their implant to charge. The consumer wanted to know how to get the handset/communicator to be able to turn the implant off, but they didn¿t know if they ever received that equipment, or it could have been lost.